Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with the device no longer working and the patient experienced recurring incontinence. The physician suspected the patient may have slight urethral atrophy over time. It was noted the patient has a history of radiation therapy, and the cuff was the correct size when originally implanted. The aus device was explanted, and a new aus device was implanted. There were no further patient complications.